Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer screen froze however it was noted that there was a nick in the screen which would not allow the stylus to function causing the screen to appear to freeze. The screen was replaced. It was noted that the keyboard hinges were broken. The keyboard hinges were replaced. The programmers software was reloaded and updated. Device passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen froze. It was also reported that the programmer was unplugged and after removing the battery the screen reset but the screen was still frozen. There was no response from the screen when attempting to use the stylus. The programmer was returned for repair. There was no patient involvement.